Event description:
It was reported that the lcd brightness was low even when set to maximum. The event happened during testing. No patient involvement was reported.

Manufacturer narrative:
H3: one device was received. A visual inspection found that the downstream occlusion (dso) seal was detached. The dso seal was replaced. During the functional testing, the customer reported issue was able to be replicated during the power up test and lcd screen inspection. The cause of the reported issue was a damaged lcd (liquid crystal display) screen and corroded printed wire assembly (pwa) board on the lcd port. The reported issue was resolved by replacing the pwa board and lcd screen. A previous repair was reported on 03-sep-2024 for " damaged battery contacts." Based on the review of the complaint, the service history review identified that the complaint was not related to the current reported issue.